Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and anterior, posterior, and apical vaginal wall prolapse. It was reported that the patient had the concurrent procedures of abdominal sacrocolpoperineopexy, cystourethroscopy and posterior repair performed during mesh implantation. It was reported that following insertion the patient experienced erosion, urinary problems, bleeding, dyspareunia. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00859. The same patient is represented in each medwatch.